Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia and placement of a non-endologix extension. Additionally there was evidence to reasonably support the following observation; endoleak type ii. The most likely cause of the loss of seal was related to the calcifications in the proximal neck (cautionary product use condition). Associated clinical harms for this included: type ia endoleak, aneurysm enlargement, and a secondary endovascular procedure. There was no device related issue involving the type ii endoleak, the cautionary product use condition, patent lumbar arteries, likely contributed to the procedure-related harm: type ii endoleak. The final patient disposition could not be ascertained due to a lack of related medical records. No additional negative patient sequelae has been reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and vela suprarenal device in 2015. Recently it was discovered that the patient had an endoleak type ia after an angiogram. The physician elected to repair the endoleak with a zentith cuff. No additional patient sequelae has been reported at this time.